Event description:
Pt was seen in the hospital for vt ablation. Externalized conductors, proximal to the rv coil, were observed via fluoroscopy. No electrical anomalies were found. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.